Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was noted to be a cranial resection procedure.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test and service the equipment. The surgeon monitor and the external surgeon monitor cable were replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The surgeon monitor was returned for further evaluation. The returned monitor displayed a good image with no anomalies when connected to a known good system. There was no problem found with the surgeon monitor. The external surgeon monitor cable was also returned for further evaluation. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found with the external surgeon monitor cable. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during the case the surgeon monitor would intermittently go black. The site would unplug and re-plug the lemo connector and the issue would resolve. There was no delay to the case, and there was no impact on patient outcome.